Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle had a plastic sheath that was punctured. The issue occurred during a diagnostic transbronchial needle aspiration procedure. There was less than a thirty minute delay and the procedure was completed with a competitors' device. There was no harm to the patient associated with this event. The plastic sheath of the needle was punctured. There was no harm to the patient. Procedure completed with fb-433d biopsy forceps.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established the device was evaluated where an additional potential adverse event was confirmed where the needle was bent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.